Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
According to the available information during an implant surgery a hole was found in the cylinder. The implant had been tested before implantation and no problems with the components were found. Then, during the procedure, the hole was observed due to a leak. The surgeon replaced the cylinders and the implantation procedure was completed without incident or harm to the patient.

Manufacturer narrative:
Titan touch pump and cylinders 1 and 2 were received for evaluation. No functional abnormalities were noted with the pump. A separation was noted on the exhaust tubing of cylinder 2. This is a site of leakage. The separation has a smooth, straight edge, indicating contact with sharp instrumentation. No functional abnormalities were noted with cylinder 1. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separation in the exhaust tube of cylinder 2 occurred after the device packaging was opened. The information received indicated that there was a device failure. Based on the evaluation, information received, and brief period in-vivo, the separation most likely occurred inadvertently during the implant procedure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
According to the available information during an implant surgery a hole was found in the cylinder. The implant had been tested before implantation and no problems with the components were found. Then, during the procedure, the hole was observed due to a leak. The surgeon replaced the cylinders and the implantation procedure was completed without incident or harm to the patient.